Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 500 mg/dl. The pt administered higher bolus amounts but was unable to lower blood glucose levels. The pt switched to the backup infusion device and blood glucose values returned to normal, 120 mg/dl. The pt suspects there is an issue with the piston rod of the infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.